Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery on (B)(6) 2023 when plugged in, air could be heard leaking from the dermatome. There was no patient involvement. Due diligence is complete. There is no additional information. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: a1, b4, b5, d4, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the rpms were not checked due to the unit not working, the control bar was not in the correct position and the control bar was thin, and the torque for the thickness control lever was loose. The swivel, control bar, motor, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.